Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Additionally it was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.